Event description:
The customer reported the system failed to boot up following an activation of the fast stop. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The emergency stop button mechanism was repaired. The system was then found to be operating as intended.